Event description:
It was reported that the patient was experiencing difficulty charging and connecting to the implantable pulse generator (ipg). It was also noted that the patient did not feel much pain relief. The patient underwent a revision procedure wherein the rechargeable ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing difficulty charging and connecting to the implantable pulse generator (ipg). It was also noted that the patient did not feel much pain relief. The patient underwent a revision procedure wherein the rechargeable ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively.